Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A leak was found at the filter housing. The filter was replaced and this corrected the leak. The issue was with the patient samples. The most probable cause for hbe peaks on both quality control (qc) material and patient samples was a leak.

Event description:
On (B)(6) 2015, a customer reported hbe peaks on both quality control (qc) material and patient samples on the g7 instrument. The customer is unable to run patient samples on hba1c diabetes assay.